Event description:
It was reported to boston scientific corporation in 2006 that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, and weight unknown) the day before. According to the complainant, "the tip of the sphincterotome was split. It was tapered like normal." The physician completed the procedure with another jagtome rx sphincterotome.

Manufacturer narrative:
A visual analysis of the returned device confirmed the reported event. A visual evaluation revealed that the distal tip has a groove shape cut and the opposite side is shaped like a bubble. The retuned device passed all functional requirements. However, the exact cause of the reported event could not be determined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.